Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer wanted to add a temporary basal. The customer's blood glucose reading ran from 300 mg/dl to 500 mg/dl due to stress. The customer treated with shots. The customer will call back to troubleshoot for high readings.